Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. One side bail cover is missing and one is broken. Ring cover is broken. Battery contacts are compressed. One side bail is missing. Battery drawer is contaminated. Keyboard is scratched.

Event description:
It was reported that while placing a transvenous pacer, the epg (external pulse generator) would not capture, even when set to maximum output. The epg was changed out, and there was no patient injury.